Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the insulin pump was vibrating without any alarm or alert. The caller also reported that the device had a constant tone and a blank display. The customer's husband confirmed that the customer wore the device while swimming. Blood glucose level at the time of the incident was 112 mg/dl. The customer's husband was advised that the insulin pump would be replaced and agreed to return the device for analysis.